Event description:
The customer reported the following to bayer: a 47-year-old female patient was undergoing a cardiac catheterization procedure as part of a pre-cardiac and pulmonary transplant assessment. During the procedure, an undisclosed amount of air was visualized on the displayed images while the patient was connected to a medrad® avanta fluid management injection system (serial number (B)(6)). The patient suffered an electromechanical dissociation (pulseless electrical activity) cardiac arrest. A return of spontaneous circulation (rosc) occurred approximately one minute post administration of 1mg of adrenaline. However, ten minutes later the patient suffered a v-fib (ventricular fibrillation) arrest. A second dose of adrenaline (1mg) was administered, and after successful defibrillation, the patient was placed on low flow oxygen and was transported to the medical intensive care unit for further care. The current status of the patient is unknown.

Manufacturer narrative:
The investigation remains in progress as the disposables that were in use during the event are being returned for evaluation. Once the investigation is completed, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event. The manufacture date for this device is may 6, 2016, which was prior to the UDI implementation date of (B)(6) 2016 for class ii devices. As such, this equipment was not yet required to bear UDI marking and/or reported into the gudid database at the time.

Manufacturer narrative:
A system service check of medrad® avanta fluid management injection system (serial number (B)(6)) was completed on july 22, 2024 which confirmed that the injector was operating within bayer specifications. The disposables that were in use during the event are being returned for evaluation. Once the investigation is completed, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
The customer reported the following to bayer: a 47 year old female patient was undergoing a cardiac catheterization procedure as part of a pre-cardiac and pulmonary transplant assessment. During the procedure, an undisclosed amount of air was visualized on the displayed images while the patient was connected to a medrad® avanta fluid management injection system (serial number (B)(6)). The patient suffered an electromechanical dissociation (pulseless electrical activity) cardiac arrest. A return of spontaneous circulation (rosc) occurred approximately one minute post administration of 1mg of adrenaline. However, ten minutes later the patient suffered a v-fib (ventricular fibrillation) arrest. A second dose of adrenaline (1mg) was administered, and after successful defibrillation, the patient was placed on low flow oxygen and was transported to the medical intensive care unit for further care. The current status of the patient is unknown.

Event description:
The customer reported the following to bayer: a 47-year-old female patient was undergoing a cardiac catheterization procedure as part of a pre-cardiac and pulmonary transplant assessment. During the procedure, an undisclosed amount of air was visualized on the displayed images while the patient was connected to a medrad® avanta fluid management injection system (serial number (B)(6)). The patient suffered an electromechanical dissociation (pulseless electrical activity) cardiac arrest. A return of spontaneous circulation (rosc) occurred approximately one minute post administration of 1mg of adrenaline. However, ten minutes later the patient suffered a v-fib (ventricular fibrillation) arrest. A second dose of adrenaline (1mg) was administered, and after successful defibrillation, the patient was placed on low flow oxygen and was transported to the medical intensive care unit for further care. The current status of the patient is unknown.

Manufacturer narrative:
Bayer product analysis received and examined the returned multi-patient sterile disposable set (mpat, lot number 232102), avanta syringe (lot number unknown), and the single-patient sterile disposable set (spat, lot number 240901) that were in use during the procedure. Functional testing confirmed that the returned disposable products performed to specification with no problems observed. Additional clinical applications training was provided on (B)(6) 2024. The site continues to use the medrad® avanta fluid management injection system after the reported event. No further issues were reported. The avanta fluid management system operation manual cautions the user as follows: "warning: expel all air from the syringe, drip chambers, connectors, tubings, transducer, and catheter before connecting the system to the patient." This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event. Note: the manufacture date for this device is may 6, 2016, which was prior to the UDI implementation date of (B)(6) 2016 for class ii devices. As such, this equipment was not yet required to bear UDI marking and/or reported into the gudid database at the time.